Event description:
It was reported that following strenuous activity a few weeks post implant, the patient received a vibratory alert and proceeded to be seen in clinic. Upon interrogation of the device, the atrial lead exhibited a rising capture threshold. The lead was explanted and replaced during an associated lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.